Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis specified as a "second and third" peritonitis. The cause of the events was not reported. Patient hospitalization and patient outcome were not reported. Both events were treated with levofloxacin. Pd therapy was continued during the treatment. The reporter declined to provide additional information.